Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the lcb distal cover glass was broken. Based on the result, we concluded, that it was caused, due to the excessive force applied on the lcb distal cover glass. In addition, we confirmed, that the us connector cable coating damage, the light guide cable buckled, and the insertion flexible tube (ift) crushed. However, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a cleaning brush stuck in the op-channel. This event occurred at the time of reprocess. There was no report of patient harm.